Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 44-year-old patient was implanted on (B)(6) 2017, with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2017, the patient presented with clinical history of chest pain and shortness of breath. On (B)(6) 2017, a mammogram found a complex fluid collection (seroma) at the implant site. On (B)(6) 2019, the patient underwent surgical excision of biozorb marker. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.